Manufacturer narrative:
Rwmic has requested additional and missing information from user facility and manufacturer. Rwmic will submit a follow up report upon receipt of additional information as appropriate. Rwmic consider this case open.

Event description:
On june 10th, 2019, rwmic was notified that report mw5087014 was submitted to FDA from the user facility. User facility reported the following: during cystoscopy, transurethral resection of prostate with bipolar loop, the loop (tip) of the 26fr bipolar electrode broke off inside the patient. Surgeon unable to visualize the broken piece inside the patient using the cystoscope. Removed remainder of electrode from sterile field, placed in biohazard bag with package. X-ray taken negative for foreign body.